Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "system fault 37," "system fault 36," "discharge fault," "defib fault 85," "defib disabled," and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.